Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There are no similar reports in this lot. Add'l info was requested on 03/19/2007, 03/20/2007, 04/04/2007 and 04/09/2007.

Event description:
A surgeon reported the patient's left eye (os) intraocular lens (iol) calculation was made by iol master plus ecobiometry. With both instruments, the power was determined to be 31.0 diopter. Following implantation of a 31.0 diopter iol, the postoperative result was unexpected (-7.0 diopter).